Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently requested and delivered a bolus in addition to the automatic bolus delivered by the pump software resulting in ongoing low blood glucose (bg) levels. The customer's bg level was 43 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.